Event description:
According to the reporter, the handle would not fire after the first squeeze during lobectomy. Another handle was used to complete the case.

Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. A comprehensive examination could not be performed, because the returned sample was not received in a state that allowed full functional or visual assessment. No information regarding the specific customer issue that occurred with the device was available. Visual inspection noted the device was found to be partially fired. Functionally, the reload was loaded into a representative instrument from for functional testing. The interlocks were overridden and each reload was applied to test media. All remaining staples were placed, and test media was cleanly transected. Each reloads interlock was tested and found to function properly. The product analysis noted evidence that the device was not used as intended. This issue may occur when the firing handle has not been completely cycled. If the instrument return knobs are retracted at any point once the firing cycle has begun, the reload will engage into safety interlock and prevent further attempts to fire by ceasing the placement of staples and tissue transection and prevent patient harm. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. If information is provided in the future, a supplemental report will be issued.